Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. A sion blue guide wire was advanced to the lesion, but failed to cross. The sion blue was removed, and re-advanced successfully with the use of a caravel catheter. After examining the lesion with intravascular ultrasound (ivus), pre-dilatation was performed at 12 atmospheres (atm). The 2.25 x 28 mm xience xpedition stent was deployed in the distal portion of the lesion, and the 2.5 x 18 mm xience xpedition stent was implanted in the proximal portion of the lesion, overlapping. Ivus was performed and some stent struts were not fully apposed in the distal and the proximal portions of the lesion. Post-dilatation was performed in the distal area of the lesion at 14 atm, 18atm and 20atm. The 2.5 x 18 mm xience xpedition stent delivery system (sds) balloon was then re-advanced to the proximal lesion and inflated to 19 atm, but the sds became stuck with the guide wire. As the devices were stuck, the sds and guide wire were removed together. Outside the anatomy, the sds was removed from the guide wire, and the guide wire was re-advanced. Ivus was performed and the stents were found to be well apposed to the vessel wall. The procedure was completed with no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) concomitant products: stent: 2.5 x 18 mm xience xpedition; guide wire: sion blue,xt-r; guide cath: caravel, radiguide. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficult to deploy from this lot. Based on the reviewed information, no product deficiency was identified. The 2.5 x 18 mm xience xpedition referenced is being filed under a separate medwatch report.